Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose around 400 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer's blood glucose was 195 mg/dl at the time of incident. The customer mentioned a 354 mg/dl blood glucose reading. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.